Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented post operatively with central corneal edema in the right eye following a cataract extraction procedure. The patient was treated with antiinflammatory and corticosteroid drops. There has been no loss of vision or corneal scarring. The patient has had an acceptable outcome. This is one of seven reports being filed for this facility. This report is for the fifth patient.

Manufacturer narrative:
The customer reported sub-incisional corneal edema. This investigation will serve as patient 5 of 7. The eye affected was listed as the right eye (od). This is a 75 year old female patient. Anti-edema and corticoid medications were used to treat the patient. The patient was reported to have been ¿doing well!¿ additional related information was requested but was not obtained. The company representative checked the system and did not mention finding anything that would have contributed to the reported event. The system was found to meet product specifications. The system was manufactured on may 26, 2009. Based on qa assessment, the product met specifications at the time of release. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).